Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked, the imaging window was detached near the lap joint, and the drive shaft was broken beginning 26.1cm from the distal end of the connector shaft. Impedance test revealed electrical open in the proximal catheter. Media provided by the site was reviewed and showed a poor image poor rather than lost image on the ilab screen.

Event description:
Reportable based on device analysis completed on 14nov2023. It was reported that catheter issue occurred. The 60% stenosed, 70 mm x 3.1 mm target lesion was located in moderately tortuous and moderately calcified in the left anterior descending artery. An opticross hd was advanced for ultrasound examination of the target lesion, but there was no image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, returned device analysis revealed the imaging window was detached.